Manufacturer narrative:
T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump time was inaccurate. Reportedly, the customer did not adjust the pump time and date when initially setting up the pump. There was no impact to customer's blood glucose level. Customer successfully changed the pump time and date to be accurate.